Event description:
It was reported that the device was stuck on the guidewire. The target lesion was located in a severely calcified vessel. A 3.50mm x 15mm nc emerge balloon catheter was advanced, however; the balloon catheter became stuck with a non-boston scientific guidewire. Both devices were removed together, and the procedure was completed with another of the same device. There were no patient complications reported.